Event description:
It was reported that the drain was difficult to remove. A 6f flexima apd drainage catheter system was selected for use in a procedure. Drainage could not be performed with this device. The drain had coiled at the distal end of the drain into three spirals. This coiling made withdrawal difficult, which possibly caused bleeding. No further patient complications were reported.